Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis results found that the ats45 device was received with the firing mechanism damaged and a reload loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon placed the device through the trocar, clamped down on the tissue, and it did not fire. The surgeon also stated that it was very difficult to open and took roughly five minute to pry the jaws open, releasing the tissue. It was reported that they needed a secondary hand instrument, passed through another trocar, to pry open the jaws. There were no adverse consequences for the patient. On what tissue type was the device used? At what location on the tissue? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? (B)(4). On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? What color cartridge was being used? Tr45w. What other color cartridges were used before and after this event? (B)(4). Was buttressing material utilized? If so, which product? (B)(4). Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? (B)(4). Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.